Event description:
It was reported that the patient's pump was removed two years ago (in 2013) due to an infection. The pump system was being used to infuse fentanyl. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8598a, serial# (B)(4), implanted: 2013-(B)(6), product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: 2012-(B)(6), product type: catheter. (B)(4).